Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
Consumer stated that the back part of their toothbrush brush head broke a tooth.